Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2017 with overcorrection both eyes (right eye more than left eye) and edema. It was reported that patient was put on 5% sodium chloride drops 5 weeks post lasik surgery. During follow up it was confirmed that patient had edema since surgery day. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision in right more than in left eye that started at 5 weeks post treatment and is getting worse. The patient is upset and feels vision is worse than before treatment. It's noted symptoms are interfering with daily activities with difficulty at work (at computer) and driving. Bcva from (B)(6) 2016: right eye pre-op 20/20 1.75 x -2.25 x 30; left eye pre-op 20/20 1.50 x -3.00 x 162. Bcva from (B)(6) 2017: right eye post-op 20/20 -.50 x -1.00 x 173; left eye post-op 20/25 -.25 x -.25 x 170. Reading from (B)(6) 2017: uncorrected visual acuity; right eye 20/40; left eye 20/25. Additional manifest from (B)(6) 2017: right -0.50-0.75x174 20/25; left -0.50-0.25x165 20/25.